Event description:
Silicone implant rupture rptr experienced pain and fatirue, suffers from siliconomata. Silicone implants removed and replaced with saline filled silicone pouches. (Also see 1006645.)